Event description:
It was reported by service report that the siderail around the bar was cracked. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Investigation underway.